Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. There was no impact to the customer's blood glucose. The customer loaded a new cartridge and received an accurate fill estimate.

Manufacturer narrative:
Reportedly, customer continued to use the pump and had manual injections for alternate insulin therapy.